Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The device powers on normally using both ac and dc power sources. Battery was partially depleted on arrival but is able to take and hold a charge. Display illuminates as expected - no flickering observed during evaluation. All readings are normal and as expected. The unit was determined to be functioning as designed.

Event description:
It was reported that the rad-8 turns off on its own. There were no known consequences or impact to patient.